Manufacturer narrative:
Additional information as added to h4 and h6. H4: device manufacture date - the lot was manufactured between february 6-8, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. While setting up, it was observed that there was ¿medicine liquid outside the liquid storage sac in the bottle¿. There was no patient involvement. No additional information is available.